Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The pump was received with stuck in motor error alarm loop during bolus delivery and motor error alarms were present in alarms history screen. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 117 mg/dl. The customer stated that she changed the infusion set and received the motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.